Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in an emergency room and had a heart rate of 30 beats per minute and was pacing intermittently. Upon interrogation, it was noted that the threshold was elevated, and loss of capture was observed with arm movements on the right ventricular lead. The right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The generator was also changed out as it was normal battery elective replacement indicator. The patient was stable before, during and after the procedure and was discharged.